Manufacturer narrative:
Lack of samples from customer.

Event description:
He had to use five or six different pen needles to properly inject his insulin. He claimed that the needles feel dull or blunt when inserting into the skin and are very painful and that the flow of insulin is not good and he had one get "clogged" when attempting to inject the insulin. Customer stated he only uses the pen needles once and is not attempting to reuse them. He does not have issues putting the pen needle on the pen.